Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. During functional testing and the alarm log review an alarm indicating a downstream occlusion was identified. The cause of the condition was determined to be a cracked door latch identified during visual inspection. To correct the condition, the door latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an occlusion alarm. There was no patient involvement. No additional information is available.